Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni result above the acute myocardial infarction (ami) cut-off generated by the access 2i (lxi) immunoassay system. The sample was rerun and lower result was obtained. The result was not submitted out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was collected in a sst tube. Qc was within customer's established ranges prior to the erroneous results. On 07/07/2010 the customer performed system check which met specifications. A bci field service engineer (fse) changed parts and tightened the wash pump. Although some hardware issues were addressed, a clear root cause can not be determined for this event.